Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and replaced the reagent probe a wash collar valve to resolve the leak. The fse did not note any further leaks upon replacement of the wash collar valve.

Event description:
The customer reported obtaining seventeen (17) erroneous urea nitrogen (bun) and creatinine (crea) patient sample results from the unicel dxc 600i synchron access clinical system. The customer also discovered a leak from the reagent probe a of the instrument at the time of the event. The customer stated that seven (7) patient results were reported out of the laboratory and the other ten (10) patient results were not reported out of the laboratory. Beckman coulter reviewed the provided patient data which indicates that all bun and crea patient results were within the assay's precision claims. Beckman coulter could not confirm any erroneous bun or crea results from the provided instrument printouts. The customer also provided verbal bun results for two (2) additional patient results. However, the customer did not provide any instrument printouts for these two patients. There was no report of any change or affect patient treatment in connection with this event.